Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface (pi) and the debris touched the patient's eye. The procedure was completed successfully by switching to a different pi. There was no injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 08/19/2025 section h3: device evaluated by manufacturer: yes. Device evaluation: one opened patient interface was received within original packaging; lot number is confirmed. A visual inspection of the returned product reveals debris, and loose particles. The reported issue is confirmed. The unit was sent to a third party for material analysis. The material analysis results were compared to materials found in the manufacturing process. The presence of any material found during manufacturing could not be confirmed. The manufacturer investigation was unable to confirm the failure and no root cause was identified. It is possible that the material found on the lens happened during handling and/or use of the product. Adequate controls are in place to ensure product is manufactured and tested to specification requirements. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: due to the opened condition of the product return, how and when the residue occurred cannot be determined. Therefore, product deficiency could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the following patient demographics were provided: initials: jb eye: left eye (os) date of birth: (B)(6) 76 all pertinent information available to johnson & johnson surgical vision, inc has been submitted.